Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro stent system was returned and visual analysis was performed on the returned device. The handle of this device was opened to inspect the mechanical components and found no anomalies. The reported issue was unable to be confirmed as the stent remains in the patient. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported information of the distal end of the stent being narrowed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Evaluation summary: the investigation was unable to determine a conclusive cause for the reported information of the distal end of the stent being narrowed. It is possible that anatomical conditions prevented the distal end of the stent from being able to fully expand; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 9.0x100 mm absolute pro vascular stent was deployed in the pre-dilated, right external iliac via the radial artery access site. After the stent was deployed, the distal end of the stent was narrowed. The physician felt this was a device issue and not related to the lesion itself. An 8.0x80 mm armada 35 balloon dilatation catheter was advanced through the stent lumen to post dilate the absolute pro stent and fully expand the distal end of the stent. A herculink elite stent was also deployed on the distal end of the absolute pro stent to keep it open. No additional information was provided.